Event description:
It was reported that the pins with the radiofrequency programmer head made only intermittent contact within the programmer. It was noted that this was a new programmer head. Both the programmer and the programmer head were returned to service. Follow-up determined that the issue was believed to be isolated to the programmer/connector, as the same thing occurred with two different programmer heads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of intermittent telemetry due to a loose radiofrequency head connector on the link electronic module (lem) board and it was determined that the programmer needed the lem board and the keyboard replaced. Due to a lack of parts, the programmer will be scrapped and replaced. (B)(4).

Event description:
It was reported that the pins with the radiofrequency programmer head made only intermittent contact within the programmer. It was noted that this was a new programmer head. Both the programmer and the programmer head were returned to service. Follow-up determined that the issue was believed to be isolated to the programmer/connector, as the same thing occurred with two different programmer heads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radiofrequency programmer head; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.